Event description:
Additional information was received from a consumer indicated the pump was alarming. The pump was emptied some time between (B)(6) in either 2013 or 2014 due to separation of patient and healthcare provider (hcp). Physician listings were requested. The pump started beeping for awhile, and finally a company representative (rep) met the patient sometime ((B)(6) 2013) at the hcp&#62688;office to turn off the pump alarm. Two weeks ago the pump started beeping again and the patient wanted to understand why. It was noted the alarm was a single beep and the reporter mentioned a possible alarm event, the pump was near the expected elective replacement indicator (eri). The pump was originally implanted on (B)(6) 2009. The reporter was to follow up with the hcp. No medical symptoms were reported. It was noted the current pain medicine doctor that the patient was seeing was not trained in the pump. The pump was currently empty. Indications for use were listed as degenerative disc disease/herniated disc pain, chronic low back pain, and non-maligna nt pain.

Event description:
It was reported the pump was beeping 8 after the hour and 38 after the hour. This started a week ago during the holidays. The patient was seeing a new health care professional (hcp) starting (B)(6) 2014 who did not work with the pump and didn¿t think it was effective. It was noted the pump was implanted to help with pain from a sledding accident and the pump helped with the lower back, not the upper back. Most of the patient¿s pain was in the upper back. Saline was put in the pump, but the patient noticed restless leg syndrome which started last night. The pump had previously been used to deliver morphine, clonidine, and baclofen. It was later reported the patient was supposed to meet a manufacturer representative on (B)(6) 2014, but the hcp office was closed due to weather. The pump had started alarming 5-6 days ago. The alarm was a dual-toned alarm that sounded like a european ambulance. The patient went through withdrawal 10 days ago. The pump was turned down to where it would take 2 years for the saline to run out. It was noted the patient had been dismissed from two previous hcp¿s for noncompliance and other reasons. Two days later, it was reported the patient was going through withdrawal. It was reported saline was put in the pump just after (B)(6) 2013 and the pump was turned down to the lowest setting. The patient felt like something seemed to feel funny. There was a noise the patient heard for about a week and then noticed it was coming from him. As of (B)(6) 2013 the drug doses were 3.497 milligrams per day morphine and 5.595 micrograms per day of clonidine. After the previously reported 40 percent decrease on (B)(6) 2013, the patient was going to come back to have the pump turned all the way down, but didn¿t due to being released by the hcp. The alarm was also called a ¿read error.¿

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 8590-1, lot# n197000, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).